Manufacturer narrative:
On 3/22/2024 flowrate issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause not established specifically. Yearly preventive maintenance activities performed on this device.

Event description:
On 3/22/2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is 9% and at post-rework it is 2%. No patient involved as this is observed during preventive maintenance.